Manufacturer narrative:
As reported, bleeding did not stop after the procedure, following the use of a 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The user was mynx certified. The mynx was used during a diagnostic coronary procedure. The mynx vcd was prepped per the instructions for use (IFU). The stick location was at the femoral artery. The procedure used a retrograde approach. Pulsatile bleeding at the puncture site was noted immediately upon removal of the advancer tube and the sealant had been deployed at the proper location. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the procedure sheath was on the catheter shaft, covering the balloon proximal neck, and the syringe was observed to have been connected to the device with stopcock close. It was reported that ¿bleeding did not stop after the procedure, following the use of a 5f mynxgrip vascular closure device (vcd)¿. However, the sealant, advancer tube, and sealant sleeve were observed to have remained in the manufacturing position as received, which indicated that the shuttle cartridge of the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. Procedure sheath was removed from the device. Shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock. The balloon of the returned device was inflated with water, and pressure was maintained. The returned device performed as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant, advancer tube, and sealant sleeve still in its manufactured position. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position indicating the shuttle was never advanced into the sheath. Since the customer reported that the sealant was deployed in the proper location, the device received under this event was most likely not related to this event/procedure. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, bleeding did not stop after the procedure, following the use of a 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The user was mynx certified. The mynx was used during a diagnostic coronary procedure. The mynx vcd was prepped per the instructions for use (IFU). The stick location was at the femoral artery. The procedure used a retrograde approach. Pulsatile bleeding at the puncture site immediately upon removal of the advancer tube and the sealant had been deployed at the proper location. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.